Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they were having issues with controls run for ise tests on the cobas 6000 c (501) module - c501. The customer also mentioned that they had patient results that were questioned by the doctor. When repeated for ise indirect na for gen.2 (sodium), these sample had a difference of 4 to 6 mmol/l between the original results and repeat results. The customer provided data for a total of 4 patient samples that had erroneous initial sodium results which were reported outside of the laboratory. The samples were repeated on the same analyzer and the repeat results were believed to be correct. The date of the event occurred (B)(6) 2017. A clarification of the correct date has been requested. The first sample initially resulted as 130 mmol/l and repeated as 136 mmol/l. The second sample initially resulted as 130 mmol/l and repeated as 136 mmol/l. The third sample initially resulted as 131 mmol/l and repeated as 138 mmol/l. The fourth sample initially resulted as 132 mmol/l and repeated as 138 mmol/l. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the electrode needed to be conditioned. He inspected the ise system for leaks and salt bridges. He inspected the tubing and the sipper. He verified alignments and instructed the customer on conditioning of the electrode. The customer ran calibration and controls successfully.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.